Manufacturer narrative:
Device evaluated by MFR: promus premier select ous mr 32 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found mid stent damage. The undamaged stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11nov2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 95% stenosed, 2.75x25mm in length, eccentric , de novo, diffused target lesion was located in the mildly calcified and tortuous left circumflex artery. The lesion contained greater than 45 and less than 90degrees lesion bend. Following pre-dilatation with a semi-compliant balloon catheter, a 32 x 2.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. However, returned device analysis revealed stent damage.